Manufacturer narrative:
The reported events of the screw mechanism not working properly, the screw not coming out and the stylet getting stuck inside the lead and the parameters not being good to proceed, were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged. The stylet that was used in the field was not returned with the lead. Stylet insertion test was performed using a different stylet and it was able to be inserted and removed with no restrictions noted.

Event description:
It was reported that during initial implant the helix was unable to extend, the stylet was getting stuck inside the lead, and unsatisfactory parameters were noted. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.